Event description:
Patient was implanted 10/14/1998 with a synchromed pump and catheter to deliver intrathecal baclofen for the treatment of intractable spasticity related to cerebral palsy. On 01/07/1999 the model 8709 catheter was explanted after x-ray verified that the catheter was broken and a portion was free- floating in the spinal space. The proximal portion of the catheter was sent for analysis. Another catheter has not been implanted.